Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that a lead migrated. It was reported that the patient was having increased pain. It was noted that the patient did a significant amount of traveling shortly after implant. X-rays were taken of the leads. The patient was reprogrammed over the 9/10 disc space. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was no way of knowing the serial number of the lead that migrated. The patient reported that (B)(6) 2018 the patient was starting to feel better pain relief. No further complications are anticipated.